Manufacturer narrative:
Steris performed in-service training on proper table maintenance on february 6th, 2012.

Event description:
The user facility reported that during a patient procedure the table moved from level position into a fully flexed position without being commanded to do so. The user facility reported smelling and seeing a small amount of smoke coming from the shroud around the table column. The table was unplugged and it stopped moving; the motor continued to run because of the battery backup. The patient was repositioned and the procedure was completed successfully. No injuries were reported to patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found the p9/p10 cable was burned, the override switch control board evidenced overheating and the p8 plug was damaged. The technician noted evidence of fluid intrusion as the p9 and hydraulic cables had residue deposits. The 3085 table is not under steris service contract and is maintained by hospital biomedical. The equipment preventative maintenance schedule states: 2.3 -"check table base, all hoses, fittings, and components of hydraulic system for evidence of oil leaks (B)(4)"; 5.1-"ensure all circuit board connectors and cable plugs are tight (B)(4)"; 5.2- "check all cables for damage or fraying (B)(4)." The operator manual pp 1-2 further states "warning- personal injury and/or equipment damage hazard: repairs and adjustment to this equipment must be made by fully qualified service personnel. Non-routine maintenance performed by inexperienced personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris regarding service options." This event is due to improper maintenance of the table by the user facility. The corrosion found on the p9 cable indicates prior fluid intrusion. The rtv sealant was found to have cracks and is likely the fluid entry point which resulted in inadvertent table movement. The damage to the override switch board is responsible for the reported table movement. Steris offered in service on the proper maintenance of equipment and the user facility accepted; steris is awaiting a scheduled date.